Manufacturer narrative:
The device was not returned for evaluation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review was conducted, and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
E1 initial reporter phone number: (B)(6). The device is available for evaluation but has not yet been received.

Event description:
The event involved a tego¿ connector where it was reported the walls of the fixed part of the cap are not of the same thickness everywhere. There is an excess of plastic that prevents the fixation of luer lock syringes and blocks irrigation or the injection of products. There was patient involvement and no patient harm.